Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture on the ventricular lead in bipolar mode, and that the patient experienced chest pain and a "weird feeling in belly." The lead remains in use. No further patient complications were reported as a result of this event.